Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. IFU: according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Reference internal complaint (B)(4).

Event description:
Following two unsuccessful cavity integrity assessment (cia) tests, during a novasure endometrial ablation, the physician did a hysteroscopy and "saw an intact uterine cavity." A second disposable device was used and also failed cia. A hysteroscopy done after this failure demonstrated a "fundal perforation." No treatment was given and the pt was discharged home. On (B)(6) 2012, the pt returned to the emergency room (ER) with severe pain. "A CT (computed tomography) scan and laboratory studies were highly suggestive of a bowel perforation. The pt was taken to the operating room for an exploratory laparotomy. At laparotomy, there was noted to be fecal matter in the peritoneal cavity. There was a right uterine fundal perforation. Additionally, the rectosigmoid was noted to have three perforation sites described as one large hole with two smaller holes on each side ... . The pt underwent a bowel resection with diverting colostomy." Additionally, a hysterectomy and bilateral salpingo-oophorectomy were done. The physician reported "the pt had abnormally friable tissue which she theorized could explain how blunt trauma from the novasure led to a bowel perforation". On (B)(6) 2012, it was reported that the pt was discharged from the hospital on (B)(6) 2012 and admitted to a rehabilitation facility. The physician reported that "the pt needs rehab due to her weight, depression, and colostomy." A hysteroscopy, endometrial biopsy, and sounding (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.